Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer passed away in hospital. The customer was hospitalized a week and a half before they passed. The cause of death was life support was ended. The caller stated that the customer had kidney failure, high blood glucose levels, and seizures that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected 24 hours prior to passing. The customer was using sensors. The caller stated the customer's blood glucose levels were not in control due to the kidney issues and seizures that the customer had. The caller declined to return the insulin pump for analysis.